Event description:
Pt was being fed using a pump. The 480 ml of an enteral feeding solution were hung, and the pump was set to deliver 50 ml/hr. The 480 ml were delivered in 15 minutes. Reporter initially stated the pt expired, however later responded that the pt did not expire and was doing fine. One pt involved